Event description:
See initial report.

Manufacturer narrative:
Through follow-up communications with livanova technical engineer dispatched onsite, livanova learnt that the heater-cooler 3t system was operating in accordance with manufacturing specifications and that no malfunctions of the patient circuit occurred. The reported event was determined to be solely attributable to an inadvertent use error. Based on the above and considering that no service activity was performed, no device malfunction occurred and the event was re-assessed as non-reportable, as it was caused exclusively by user error.

Event description:
Livanova deutschland received a report that the heater-cooler system 3t didn't hold set temperature during procedure. There was no report of any patient injury.

Manufacturer narrative:
A.1.-a.5.there is no report of any patient data. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler 3t system. The incident occurred in germany. Through follow-up communications, livanova learnt that the event was related to a too quick device cooling after reaching the desired temperature. However, the repair request was cancelled by the customer. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.